Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "the screw box looks to have been smashed during delivery and caused the threads of the screw to push through the packaging."

Manufacturer narrative:
An event regarding alleged pack damage issue involving a bone screw was reported. The event was confirmed. Conclusion: the reported event was confirmed per the visual inspection of the returned device. The packaging damage was most likely caused by excessive/incorrect handling during transportation/storage. A shipment discrepancy report was sent to the distribution. No further investigation for this event is required at this time.

Event description:
As reported: "the screw box looks to have been smashed during delivery and caused the threads of the screw to push through the packaging."